Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a high riding pump. The tubing was too high in the scrotum due to the length of the tubing which made the device difficult to cycle. The pump was removed and replaced, and other components remained implanted. No patient complications were reported.